Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 0002566, and no quality issues were found during production. Our quality engineer reviewed the provided photos and determined that the safety device had activated causing the needle to retract into the handle but the catheter remained attached to the needle protector. Based off the provided photos the engineer was able to verify the reported defect. This defect can occur if there was a misalignment in the catheter orientation or the orientation of the needle protector but without a physical sample available for investigation the engineer could not determine a definitive root cause. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found broken in the packaging during use while opening it up, and would not release the catheter from the plastic cover. The following information was provided by the initial reporter, translated from portuguese to english: "when opening for use, the device failed due to not releasing the silicone catheter from the plastic cover, only the needle. Opening of new material necessary for peripheral venous access."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found broken in the packaging during use while opening it up, and would not release the catheter from the plastic cover. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening for use, the device failed due to not releasing the silicone catheter from the plastic cover, only the needle. Opening of new material necessary for peripheral venous access."